Event description:
It was reported to boston scientific that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (exact date is unknown). According to the complainant, when the device was stretched by the obturator and inserted into the body, the internal bolster detached inside the patient. The bolster was retrieved endoscopically the securi-t tube was then checked and it was noted that the tube was damaged slightly. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (exact date is unknown). According to the complainant, when the device was stretched by the obturator and inserted into the body, the internal bolster detached inside the patient. The bolster was retrieved endoscopically the securi-t tube was then checked and it was noted that the tube was damaged slightly. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the device revealed feeding port to be open and medication port closed. The c-clamp was found to be closed. The external bolster was located at the 15 cm mark and was without issue. The internal bolster was found to be torn and separated from the device. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. An examination of the internal bolster found the inner diameter surface to be torn and presented evidence of failure while undergoing shear force. There were no voids or defects found in the internal bolster that might have contributed to the failure. The internal bolster appears to have had been securely molded to the tubing. Bolster detachment most likely occurred due to excessive force being used during placement of the device. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot 15034714 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 15034714.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.